Manufacturer narrative:
Additional information was received on november 24, 2020. Additional symptoms were reported. Hair loss, swollen/yellow eyes, rashes on the stomach, and loss of toenails were noted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture/generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 375cc mentor memorygel breast implant (left) and a 400cc mentor memorygel breast implant (right) experienced bilateral several unexplained systemic symptoms post procedural. Brain fog, night sweats, sensitivity to temperatures, temperature swings, heart burn, intestinal issues, rib cage pain, and stabbing pain in the mid chest with the sternum sticking out were all noted. Additionally, right sided baker grade ii capsular contracture accompanied by pain and tightness was present. The patient stated the left implant seemed to be shrinking, however, magnetic resonance imaging was performed, and no ruptures were identified. The magnetic resonance imaging did demonstrate a 5-millimeter cyst on the lateral retroareolar of the left breast. As a result, an explant is planned for (B)(6) 2020. See 1645337-2020-11040 for contralateral prosthesis report.